Manufacturer narrative:
Additional information was received that the patient did not want the implant anymore. The ipg was causing pain whenever the patient would lean on it. The ipg had flipped and was having charging complications. The patient was advised by her physicians that they could move the pocket site but declined. The patient's ipg was explanted. There was no electrocautery used. The explanted ipg will not be returned to bsn because it was disposed of by the hospital. A review of the manufacturing documentation for the explanted ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a revision procedure (reference MFR report #: 3006630150-2016-02441), the patient's ipg could not get charged. The patient's ipg is also uncomfortable when the patient sits. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model#: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.

Event description:
A report was received that following a revision procedure, the patient's ipg could not get charged. The patient will undergo an explant procedure.